Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a sensor error message with the adc device, after 2 days of wear. Customer further reported experiencing seizure but reported they were able to self-treat with magnesium. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 3mh008900w0 has been returned and investigated. Sensor plug was not returned. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. Sensor was found to be in state 1 (storage state) .insertion failures was observed. Sensor was activated with known good reader. Therefore, the issue will be closed to no product returned. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a sensor error message with the adc device, after 2 days of wear. Customer further reported experiencing seizure but reported they were able to self-treat with magnesium. No further treatment was reported. There was no report of death or permanent impairment associated with this event.